Manufacturer narrative:
Additional information was received that the device was very uncomfortable and the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient will undergo an explant procedure due to pain at the lead site.

Manufacturer narrative:
Additional information was received that the device was very uncomfortable and the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4). Description: precision implantable pulse generator (ipg) model #: sc-2218-50, serial #: (B)(4). Description: linear st lead, 50cm. Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the patient's pain was neither device nor procedure related.

Event description:
A report was received that the patient will undergo an explant procedure due to pain at the lead site.

Event description:
A report was received that the patient will undergo an explant procedure due to pain at the lead site.

Event description:
A report was received that the patient will undergo an explant procedure due to pain at the lead site.

Event description:
A report was received that the patient will undergo an explant procedure due to pain at the lead site.